Manufacturer narrative:
(B)(4). Device evaluation: the analysis found that one plee60a device was returned with no apparent damage with a gst60b cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure the device cut but did not fire staples on the patient side on the fifth firing, with a blue gst reload. The surgeon proceeded to the sixth and final firing with a second device, which was successful, and then returned to the hole from the fifth firing and sutured it closed. There were no patient consequences reported.